Event description:
Profound and permanent neurological damage/injuries [neurological complication from device], zinc toxicity [hyperzincaemia], copper deficiency [copper deficiency], disabilities [physical disability], leaving unable to perform her normal, customary, and daily activities [activities of daily living impaired], severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, a female (B) (6), used fixodent denture adhesive, original cream and super poligrip denture adhesive, original cream interchangeably for approximately ten years, last known use approximately (B) (6) 2009, and has suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage/injuries, severe and permanent physical injuries, and disabilities, which have left her unable to perform her normal, customary and daily activities. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.